Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product type: lead; g2. Foreign: jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that a rehabilitation therapy called super lizer was performed. The lead wire was placed near the spot, and the patient felt something different from usual. The patient was asked about the super lizer but did not know the details. An internet search described it as "high-output irradiation of near-infrared rays in the form of spots". When usage was checked with the physician, it was said that the physician did not know much about it. The patient was asked to have a medical consultant first if there was a sense of discomfort. It was offered to be guided through weakening stimulation if desired. It was noted that there was a call scheduled at noon, but the patient did not contact. The patient was told to avoid devices that pass electricity through the body, or emit radio waves because it affects the stimulator, and that it could be checked if the patient knew the specific equipment used.